Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015. Upon removal of the sensor pod, the patient's wife reported the sensor wire was sticking up and out of the skin at site of insertion. The patient's wife did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).